Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation and respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles. No cosmetic defects were found. The sound abatement foam was replaced as a preventative measure. The unit passed all final testing and was returned to the customer for use.

Manufacturer narrative:
H3 other text : evaluated by third party.